Manufacturer narrative:
Physio-control was notified that the customer has decided to retire the device from service and has since had it scrapped. The device was initially evaluated by physio-control in the field but the repairs were declined due to costs. Since the device was scrapped by the customer, it will not be returned to physio-control for further evaluation. The cause of the reported failure could not be determined.

Event description:
The customer reported that during a patient event, their device would not deliver defibrillation energy. It was reported that the emts were dispatched to an event where the patient was in cardiac arrest. When the emts arrived, they connected their device to the patient where it analyzed the rhythm and suggested a defibrillation shock. The device charged the defibrillation energy and when the device user pressed the shock button, the device dumped the energy and showed its service wrench. The emts attempted to charge and shock the patient two more times and the same issue occurred. They were able to use a back up AED on the patient with about a 20 second delay and delivered 3 successful defibrillation shocks. When the als crew arrived, they connected their monitor/defibrillator and delivered 4 additional shocks to the patient. The patient did survive the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.